Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08735 inches. Device primed properly and no unexpected motor noise, motor error alarm, or device error alarms noted during testing. Device was monitored and no unexpected low battery alert alarms, battery failed alarms, or battery related errors occurred. The motor was tested outside of the device and passed. Device was received with case cracked at the reservoir tube window corner and reservoir tube window cracked. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose was unknown. The insulin pump was rejected batteries in the past and was currently cracked around the reservoir area. The customer was having issues with rewind, grinding noises, and errors out, and customer need to start over with new infusion set. The insulin pump will not be returned for analysis.